Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the lead exhibited high impedance from a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.